Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the (B)(6) patient formed significant pressure injury on labia from purewick along with contusion on thighs. Police called for fear of assault, but patient confirmed all they have had was the purewick in place. No medical intervention was reported.